Event description:
The patient reportedly was not able to get correct results from the meter. The test strips allegedly had a pink confirmation circle that turned red when blood was applied to the pink pad. Pt tried to test on morning in 2002 and received a result of 4 mg/dl and 5 mg/dl when pt inserted strip in the meter. Pt did not have any symptoms. Took set dose of glucophage and glucotrol in the morning and evening. Next morning, at 3:00am, pt had a seizure. States that "figured it was stress" and thought maybe had forgotten to take dilantin, but pt remembered that pt did take dilantin the evening before. Pt did not seek any treatment. Pt reportedly felt fine after lying down for a while. Reportedly had seizures before, due to stroke in 1994. Pt tested blood around 8:30am the next day, and received result of 4 mg/dl again. Strip confirmation circle turned red. Pt took set dose of medication. There was no comparison with any other device. No further info reported.